Event description:
The customer reported that the ortho provue analyzer falsely interpreted a weekly positive reaction of a cord blood sample as negative in the anti-b microtube of the mts abd monoclonal grouping. Repeat testing on the provue showed acceptable results. A false positive result may lead to the misclassification of a pt's abo group, with the potential for transfusion of abo incompatible blood. No erroneous results were reported.

Manufacturer narrative:
No definitive root cause was determined. An ocd field engineer went to the customer site and performed the appropriate adjustment and alignment to the visor and generated new reference image to return the instrument to expected operation. This customer has not logged any similar complaints against this analyzer since this incident.